Event description:
The report rec'd from the registry indicated that approx eight months post index procedure, a coronary re-intervention of the target vessel was conducted. The index was an elective procedure to treat three lesions; the indication for the procedure was unstable angina pectoris. One lesion was in the first obtuse marginal branch (1st om), which was described as denovo, 8 mm long with a 2.25 mm reference vessel diameter, timi flow was iii and the lesion presented 90% stenosis. The lesion had smooth contour, without angulation, without calcification, there was no thrombus, presented a diameter stenosis of 90%; the lesion was classified as type b1. The lesion was treated with a 2.25 x 13 mm cypher stent, which was deployed to 19 atmospheres (atms). Post procedure timi flow was iii with 0% stenosis. The result was satisfactory. The second lesion was in the body of the saphenous vein graft (svg). The lesion was described as 30 mm long with a 3 mm reference vessel diameter, eccentric, presenting an irregular contour without any angulation. The lesion was not calcified, there was no thrombus and presented a diameter stenosis of 80%; the lesion was classified as type b2. The lesion was treated with three overlapping cypher stents, which were deployed at a maximum pressure of 23 atmospheres. The stents were post-dilated. Also treated was the ostial segment of the svg; the denovo lesion was 10 mm long, eccentric, presenting a smooth contour without any angulation, there was no thrombus and presented a diameter stenosis of 80%; the lesion was classified as type b1. The lesion was treated with one cypher stent, which was deployed at a maximum pressure of 24 atms atmospheres, the stent was post-dilatated to 22 atms. The index procedure was staged procedure planed before/or at the time of the index procedure because of the pt's chronic renal disease. There was no injury or adverse events reported for the pt. Approximately eight months post stenting procedure, the pt referred some episodes of chest pain; therefore, a coronary angiography was performed. Angiography revealed a new lesion proximal to the cypher stent that had been implanted in the first obtuse marginal and proximal peri-stent restenosis was identified. The lesion was treated with a 2.5 x 12 mm promus stent. No other adverse events or injury was reported for the pt.

Manufacturer narrative:
The product is not available for eval. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional info will be submitted within 30 days upon receipt.